Event description:
It was observed during the device inspection that subject device had the biopsy channel leaking due to tear and marks inside the channel wall. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due to damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues and stress factors. The most probable cause of this complaint is a random component failure without any design or manufacturing issue. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.